Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during assembly of trochanteric femoral nail-advance (tfna) instruments on (B)(6) 2018, the helical blade screw coupling screw got cross threaded in the inside back of the helical blade inserter. Prior to loading the selected helical blade, the coupling screw became stuck, not allowing for engagement with the helical blade or removal of coupling screw from the helical blade inserter. The surgeon had already attached the aiming arm and insertion handle to the nail and then manually loaded the helical blade into the helical blade screw drive sleeve and tapped it in with a hammer using the helical blade inserter by itself, without the coupling screw. Using this alternative technique, the helical blade was placed without any additional issues. The surgery was successfully completed with a 15-minute delay due to the intraoperative events. The patient was reported to be stable at the end of the procedure. This report is for a helical blade/screw coupling screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during assembly of trochanteric femoral nail-advance (tfna) instruments, on (B)(6) 2018, the helical blade screw coupling screw got cross threaded in the inside back of the helical blade inserter. Prior to loading selected helical blade, the coupling screw got stuck, not allowing for engagement with helical blade or removal of coupling screw from the helical blade inserter. The surgeon had already attached the aiming arm and insertion handle to the nail and then manually loaded the helical blade into the helical blade screw drive sleeve and tapped it in with a hammer using the helical blade inserter by itself, without the coupling screw. There was a 15-minute surgical delay due to the intraoperative events. Using this alternative technique, the helical blade was placed without any additional issues. The surgery was successfully completed and the patient was reported to be stable at the end of the procedure. Concomitant devices reported: unknown helical blade guide sleeve (part #: unknown, lot #: unknown, quantity: 1), trochanteric fixation nail-advanced helical blade 85mm sterile (part # 04.038.285s, lot # unknown, quantity 1), unknown aiming arm (part (part #: unknown, lot #: unknown, quantity 1), radiolucent insertion handle (part #: unknown, lot #: unknown, quantity 1), hammer (part #: unknown, lot #: unknown, quantity 1), trochanteric fixation nail- advanced (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.037.026; lot: l503487; manufacturing site: bettlach; release to warehouse date: 04.aug.2017. The device history record shows this lot of 99 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: customer quality investigation: at customer quality, the returned helical blade/screw coupling screw (part: 03.037.026, lot: l503487, mfg: 04-aug-2017), helical blade inserter (part: 03.037.024, lot: t118570, mfg: 10-apr-2015) was inspected. Flow: device interaction/functional visual inspection: the helical blade/screw coupling screw (part: 03.037.026, lot: l503487, mfg: 04-aug-2017) was visually inspected and no issues have been identified. Functional test: the functional inspection was performed and the complaint was not able to be replicated. In contrast to the complaint condition, the helical blade coupling screw was able to be assembled and disassembled from the helical blade inserter as intended. The received condition does not agree with the complaint description. Dimensional inspection: dimensional analysis was performed on the helical blade coupling screw and the major thread diameter of the threaded portion proximal to the head of the helical blade coupling screw measured to be 8.85 mm (ca592) that falls within the specification of 8.794 to 8.974 mm, based on drawing and per tolerance specified in iso 724 (second edition,1993-10-15). Document/specification review: the device drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the complaint condition is unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.